Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue casued due to purge. A technical support specialist, resolved the issue by having the system archive the data to resume the system purge. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the nurse is permitted to retrieve only one medication at a time before the system automatically logs out. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.